Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist approximately .377. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the large suturecut needle driver instrument wire was exposed, loose and broken. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.